Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that the insulin pump has shut down without warning. Customer also reported a frozen display on the insulin pump. Customer reported that the pump alarmed watchdog timeout. However, the customer reported that they are unsure if an alarm occurred during or after the buttons stopped responding. Customer reported that the display did return after the battery was changed. However, the alarm issue remained unresolved. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.